Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Electrical and mechanical analysis performed did not find any anomaly and device was able to be interrogated through inductive telemetry.

Event description:
It was reported that the pacemaker would not interrogate with programmer. Event happened during device preparation and there was no patient involvement.